Event description:
It has been reported to us that during the procedure, there was a clot formation noticed while using the introducer sheath. The patient was fine during the procedure without major adverse events. Product will be returned and an evaluation will be conducted.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.